Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the customer had an incident and replaced masimo module with nellcor. The customer stated that in early september there was a case where a premature baby needed to be resuscitated and after multiple attempts they were unsuccessful to obtain a reading with the masimo in the panda. They replaced the sensor with a nellcor and used a portable hand held nellcor monitor and immediately were able to obtain a reading.